Event description:
Eye pain, redness, increased sensitivity to light after having used contacts for years, he had a reaction which we thought initially might have been due to overwearing. He used glasses for days until his eyes looked better, but as soon as he started wearing contacts again, his eyes hurt, the redness returned and one eye only opens halfway. He has an appointment tomorrow with an eye dr. Dates of use: 2007. Diagnosis or reason for use: contact solution. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.